Event description:
It was reported that this pacemaker system had a stored atrial tachy response (atr) episode. Technical services (ts) reviewed device episode data and determined that this atr episode was inappropriate due to oversensing of an unusual, small, fast intrinsic signal. It was noted that this occurred while the patient was undergoing a mammogram. No adverse patient effects were reported. Currently, this pacemaker system remains in service.